Event description:
It was reported that during a teleconference call, a physician commented that there are a high number of events related to the lead and that the lead is "different to handle and a lot more difficult to screw in" compared to other leads. No further information was provided, but will be added to the event if received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.